Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels in the 40 mg/dl range. The customer stated that she was not conscious when she was hospitalized. Prior to the event, the customer stated that she wasn't getting any insulin all night due to the reservoir being empty. The customer then took six units of insulin and that is when her blood glucose levels went low. The customer stated that she is a very brittle diabetic. Nothing further was reported.